Event description:
Reporter stated customer's blood glucose monitoring device reads erroneously which caused paramedics to be called and him being taken to the hosp. Reporter stated customer's glucose was < 50 mg/dl between 5:37 and 6:05 pm however at 6:05 pm, the meter read 254 mg/dl. Reporter indicated paramedics were called and their meter read 25 mg/dl and customer was sent to the hosp, treatment not provided. Reporter stated giving customer "sugar" prior to paramedics result, however time of paramedic reading was not provided. Reporter indicated controls were used and were found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.